Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation root cause has not been identified. Additional information was requested. (B)(4).

Event description:
A customer reported an intraocular lens (iol) had a scratch. A backup lens was used to complete the procedure. Additional information was requested.